Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reportedly had inaccurate readings and eventually experienced diabetic ketoacidosis and was hospitalized for the treatment of this. No information is available regarding symptoms, treatment, or what the readings were during the event. There was no documentation of further medical evaluation or intervention. The current condition of the patient is unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.